Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event on (B)(6) 2025 where needles was bent. The blood glucose level of the patient was 540 mg/dl which was treated with correction injection via multiple daily injection. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.